Manufacturer narrative:
The site¿s biomedical technician attempted to correct the issue by switching the mc (mission critical) and ix network cables, which resulted in the loss of hardwired pt monitoring (in addition to the reported loss of telemetry monitoring). A ge healthcare field service engineer was called to the site and reconnected the mc and ix network cables to their correct ports, restoring hardwired pt monitoring. The field service engineer then traced the loss of telemetry monitoring to a loose connection of a fiber terminal in a ward network cabinet. The loose connection caused the cics to lose communication with the apexpro telemetry server. The issue was corrected when the field service engineer fixed the loose connection of the fiber terminal. There have been no reported recurrences of the reported issue since the loose fiber terminal connection was corrected.

Event description:
It was reported that telemetry monitoring was not being displayed at the cic (central station) between approx 7am to 10am. No injury or delay in treatment was reported.